Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections d4, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the cause of the reported problem of "no image" as follows: the terminal inside the scope connector socket buckled, which resulted in communication abnormalities between the scope and the processor and did not show images of the scope. The legal manufacturer determined that the cause of the loose connection of scope connector sockets, identified on the device evaluation occurred due to the following likely cause: when removing the scope, it has been confirmed that attempting to remove the scope without releasing the scope lock deforms the spring that operates the scope lock of the scope connector socket. Thus, it is likely that the scope-locking mechanism of the video connector socket could not function normally because the scope connector was not removed correctly. The following is described in the instructions for use: "confirm that the connectors on the scope side pin connector of the videoscope cable exera ii are not damaged. When a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; no image was observed with olympus series 180 scopes due to a bent pin in the video connector. In addition, a worn video connector latch was found, causing a poor connection.

Event description:
A user facility reported to olympus that no image was produced when the camera head was connected to the olympus cv-190 processor. The problem, as reported to olympus, was found on preparation for use before the procedure. The intended procedure was completed with no delay.